Event description:
Customer reported, "will not fluoro". No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the gib, ps1 power supply, and backplane. System operates as intended.